Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 95132 were returned and analyzed. The data files showed at least 9 applications were performed with the returned balloon catheter on the date of the event with no issue. Additionally, the data files showed at least 2 applications were performed with a second catheter on the date of the event with no issue. Also, the failure files showed system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date. Visual inspection of the balloon catheter showed traces of blood inside the catheter inner balloon. The performance test could not be conducted due to persistent system notice (B)(4). Dissection showed a guide wire lumen breach at 1.43 inches from the tip inside the balloons. In conclusion, the catheter failed the return product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The continue button was pressed without resolve. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additionally, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.